Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a change in her stimulation. X-rays were taken and showed the lead had migrated. Surgical intervention is pending to address this issue.